Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had no power. The reporter claimed there was moisture/corrosion in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/24/2016 with the following findings the battery compartment is cracked below the grip pad, returned battery cap is undamaged and able to fit securely. Moisture corrosion is observed in the battery canister, leak test failed due a battery compartment leak.-the pump was unable to power and it¿s completely unresponsive due the moisture corrosion on the battery terminal. Reported ¿power¿ complaint is duplicated.-the pump¿s cover was removed, no further moisture ingress was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.